Event description:
It was reported that prior to surgery the zimmer universal modular electric/battery double trigger handpiece would not stop when the battery was connected, even when the control was at zero. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.